Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal nipro sponge swab. Repeat testing was not performed. Confirmation testing was performed and generated negative results however the confirmation test type is unknown. The customer stated the patient was symptomatic (vomitting). The customer states the patient was transferred to a different hospital sue to false positive results. The customer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m145140 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m145140 and test base part number 190-430 / lot m145140. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145140 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.